Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe enteral 10ml bns had visible droplets. The following information was provided by the initial reporter: material # 305858 . Batch # 2264665, 2342186. Verbatim: event description as per initial complaint pr (B)(4): we have a customer inquiring for the enteral syringes containing silicone/moisture. Could you please provide an updated letter for xxx customers on this concern. New information received on 05aug2025. 1. Can you please provide an exact date the reported issue was identified in mm-dd-yyyy format? 07/22/2025. 2. Can you please provide the lot number of the product associated with reported issue? 2341903 , 2264665, 2342186. 3. Can you please provide the material number of the product associated with reported issue? Bx305858, bx305856. 4. When was this defect observed? During or before use on patient? Before use. 5. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(6) supplemental MDR - visible droplets. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Both batches were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.